Event description:
Caller reported a malfunction on the pump, specifically malfunction code 15, which was resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. Caller was instructed to call back if any malfunction code recurs, which the caller acknowledged and understood.